Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019, that on (B)(6) 2019, the cgm mobile application shuts off unexpectedly. It was reported that the operating system for the smart device was not a supported system. No additional patient or event information is available. Data has been received but not yet evaluated. A follow up report will be submitted upon completion.